Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had some discomfort on the implanted part when stimulation was turned on sometimes, and their concern was the wires. Patient said they were having more back issues they were worried it could be the stimulation. Patient mentioned they were trying to get themselves hooked up with a new doctor because their pain had increased in their legs because the stimulator wasn't covering like it used to. Patient said it had been ongoing for the better part of a year. The patient was redirected to their healthcare provider to further address the issue.